Event description:
The patient contacted animas on (B)(6) 2013 reporting that they had to reset everything on the pump because the battery died and the basal rates are not showing up properly. The patient refused to troubleshoot. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was exercised for 24 hours at a 1.0 u basal rate, and then the battery was removed for one hour. When the battery was reinserted, the basal rate program and all other user settings remained in the pump. A 10 u audio bolus and 10 u normal bolus were performed and both accurately recorded in the pump history. There were no hypersensitive keys observed on the keypad.